Event description:
During evaluation of the returned homechoice machine, an overfill was discovered in drain 6 of the therapy session started 2008. The ultrafiltration (uf) reading was 817 indicating that the patient drained 817 ml more than their programmed fill volume of 1900 ml. The total drain volume for this cycle was 2717 ml. The home patient's nurse informed there was no patient injury or medical intervention associated with this incident.

Manufacturer narrative:
The device was received and evaluated. Three simulated patient therapies were performed using the patient's therapy settings. During these therapies no problems were encountered. The device was tested for temperature accuracy. During fill mode, with the comfort control setting set to 36 degrees c, no fluid temperatures were recorded that were outside the specified delivery range. The device was tested for volumetric accuracy. This test was performed and the fluid volume delivered to and removed from the simulated patient for each exchange and was within design specifications. The pneumatic system was monitored and no problems were revealed. All pressures were correct and stable. The cover was opened and an internal inspection performed, no problems were revealed during this inspection and all connections were correct and secure. A review of the device service history revealed no problems. The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the reported difficulty. Based on a review of all available data, the most probable cause of this overfill was determined to be insufficient drain and multiple cycles that advanced to fill when a slow/no flow condition occurred above the minimum drain volume threshold. The device will be sent for servicing.